Event description:
It was reported that the physician positioned the first lead of a procedure on the left side of the heart. A second lead did not properly implant, so the physician tried a medtronic right atrial lead which also did not properly implant after multiple attempts. The medtronic lead was not used. It was also reported that the patient had a stroke, while the physician was working on the left side of the heart. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.